Event description:
For over one year, I have had high blood sugars (over 200) and haven't been in good control. My pump medtronic insulin revel pump was only about 2 years old. Of course because I am on (B)(6), the pump they sent me was "refurbished." I have been a diabetic since 1998 and have always been in excellent control. My hbac1's over the last ten years have always been between 6.0 and 6.8. I called medtronic twice this year because I felt there was something wrong with the pump. Each time they went through over the phone check and said my pump was fine and not due for replacement for a couple of years. Over the last year I started documenting the problem. It seemed that whenever the vial of insulin got to the 30 units or less. I would start having high blood sugars. I was constantly changing my infusion sets, thinking they were the problem. Over the last year I don't know how many times I changed the infusion sets because I didn't think I was getting insulin. Anyway, last week when I went to change the infusion set, I noticed the top of where the vial of insulin goes in the pump had disintegrated and a small back ring or washer was hanging out. Then I looked at where the battery is inserted, and the top of that was also disintegrating. Medtronic was very responsive and sent me a new pump the next day. Since I got the new pump, I am back to being in total control, with not a one high blood sugar. I was required to send the old pump back to medtronic, but I took some close up pictures of the disintegration and cracking.